Manufacturer narrative:
The company svc rep checked the system and the complaint could not be duplicated. The system was tested and met all product specs. This report mailed in to FDA on: 03/19/2008.

Event description:
The customer reported that during surgery there was low vacuum. There was no pt injury, but three cases were cancelled.